Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the patient saw their healthcare provider (hcp) on (B)(6) 2022 and when they got to the hcp, the patient's implant battery was dead because the patient had fallen and broken their hip on (B)(6) 2022, had surgery for that on (B)(6) 2022 and went to a rehab starting on (B)(6) 2022 for 3 weeks where the staff didn't know how to recharge the patient's implant. The patient said the manufacturer's representative (rep) brought a wireless recharger to update the patient from the 37751 recharger because the rep thought that would be easier for the patient to use as the patient has had parkinson's for 22 years and things were "getting more difficult" for the patient so they thought the wireless recharger looked and sounded easier than the old recharger. The patient rep said at the hcp appointment the patient's implant was charged back up and patient got "overcharged". As the patient rep explained things, the patient rep meant that the patient experienced overstimulation when the therapy was turned back on (after being off for some time). The patient rep said because the patient's implant battery had been dead and had been charged during the appointment, the patient didn't get to see the hcp for the routine dbs appointment. The patient rep said the patient's face was contorting when they were being overstimulated and stimulation was brought back down to normal but now patient was having some issues. The patient rep said that the patient fell that same dayon (B)(6) 2022) after getting home from the hcp. The patient's staff had to come hold the patient up after they had fallen. The caller said the patient was finally able to stand and do some stuff today, and the patient can walk but it was "cripply". The patient rep asked if the overstimulation could have caused the patient to fall/the issues the patient experienced. The patient rep wanted to make sure that implant battery couldn't be overcharged. The caller said the rep had charged the implant to 100% on (B)(6) 2022 and told the patient rep not to charge until today, today the implant battery was charged up to 100% with the wireless recharger. The patient rep asked why the patient's implant battery was still at 100%. Patient services reviewed information about charging. The patient was redirected to their healthcare provider to further address the issue. Patient rep said patient has hcp appointment on (B)(6) 2022. Additional information was received that the fall that led to the broken hip/surgery/rehab and the fall on (B)(6) was not related to the dbs device or therapy. The battery was overdischarged due to the patient not charging. It was stated that there were no issues with the system otherwise. The device was brought out of overdischarge per protocol.